Event description:
Boston scientific received information that the screen of this programmer does not turn on at all. The field representative returned the programmer for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis indicated that the liquid crystal display (lcd) of this programmer (prm) was not backlit. The inverter had overheated and the inverter cover was melted. Both of these parts were replaced. The touch screen was functional but visibly dented. It was suspected that lid closed on improperly-stowed stylus. The touch screen resistance on pins measured open. The prm's touch screen was also replaced. This programmer had passed all incoming functional tests after repair.